Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported an operator error which resulted in the pt receiving more medication than intended. On an unspecified date and time, channel a was programmed to deliver d5.45ns at a rate of 25ml/hr. Channel b was programmed to deliver neo-synepherine (400mg/250ml), with a dose of 150mcg/min, at a rate of 5.6ml/hr. No further programming parameters were provided. In 2007, at an unspecified time, channel a was reprogrammed to deliver a 5ml bolus of potassium chloride (20meq/50ml) and the delivery was started. At this time, the nurse noted a bolus of neo-synepherine was delivering on channel b instead of the intended bolus of potassium chloride on channel a. The nurse clamped the tubing on channel b to stop the delivery. Reportedly, the patient's systolic blood pressure increased to 190mmhg on the arterial pressure monitor. During a review of the device history at the user facility, the customer contact stated that 2.4ml of the programmed bolus was delivered. Though requested, the customer declined to provide additional information, including patient outcome.